Manufacturer narrative:
It was reported that the cane bent and the end user fell. He reported an injury to his right rotator cuff. We have not been provided any addtional details. No sample was returned for evaluation. It has not been confirmed that the injury was the result of the fall. A root cause has not been determined, however due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The end user fell while using the cane and reported an injury to his rotator cuff.